Manufacturer narrative:
The investigation determined that the event occurred because the reagent data for prl was removed from the database (db) reagent information when a new reagent for prl was registered on 10-mar-2023. The system then adopted the first unit for default value (iu/ml) as the unit, and not the second unit (ng /ml). This conformed to the conditions as stated in the software information tool (sit) entry: "the cobas e 411 can store up to 300 different reagent packs, 8 different diluents packs and 18 different pretreatment packs in the database. When the limitation of the database is reached, one of the reagent packs will automatically be deleted by the software in order to store the data of the newly registered reagent pack." "When the last reagent pack from an assay is deleted from the database, all utility->application settings (e.g. The unit, expected values) are automatically set to default when a new reagent pack from this assay is loaded to the system. => if reagent registration is performed for assays which are not installed /visible on the reagent rotor, especially the assays which were not in use on the analyzer for a long time, the utility->application settings should be checked." "The function in utility - maintenance - 3. Service - 13. Reagent pack deletion on cobas e 411 disk systems and utility - maintenance - 3. Service - 14. Reagent pack deletion on cobas e411 rack systems assists the field service representative to set the number of available determinations for selected reagent packs to zero, if these reagent packs are no longer available and were not used up, e.g. With 1, 2 or 3 determinations left. This prevents the e411 from deleting reagent packs which can still be used. This should be done once/twice per year." "It is recommended to always use the reagent packs until they are empty ("0" determinations). Then the system only deletes empty reagent packs, when it is necessary to register new reagent packs." The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated that results with the wrong unit of measurement for elecsys prolactin assay (prolactin) were reported to an unspecified number of patients. The results were from a cobas e411 disk with software version 02-03. The reporter stated that they were not aware that the results were reported in uiu/ml when the reference range in their analyzer and report format was ng/ml. The reporter stated that the results released to the patients were very high.